Event description:
Explanting physician reported a capsular contracture baker grade IV and seroma. The device has been removed. Right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, yellow particles in the shell crease fold and air void in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Explanting physician reported a capsular contracture baker grade IV and seroma. The device has been removed. Right side.